Event description:
It was reported that a lot of resistance was felt when loading the nav6 filter into the delivery catheter and the torque device was felt to be slipping during loading. A second attempt to load the filter encountered even more resistance causing the delivery catheter to crumple/accordion. The device was not used. After the nav6 was removed from the packaging tray, the filter became fully exposed. There was no pt involvement. A second nav6 was prepared without further incident. There was no additional info provided. Device eval found an outer catheter shaft separation.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 6 was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4) factors that may contribute to not being able to fully load the filtration element into the delivery catheter (dc) pod include, but are not limited to, the pod inner diameter may be too narrow, the pod length may be too short, the pusher length may be too long, incorrect handling of the delivery catheter together with the barewire, and damage to the dc pod. To ensure that these factors are observed during manufacturing, a dimensional inspection of the pod and pod length and the polyimide pusher trim length are part of manufacturing process. In addition, before packaging each product are visually inspected for any anomalies. In addition, it is unlikely that after full loading confirmation and inspection of the delivery system prior to removal from the tray that the filtration element could deploy from the dc pod. There was a blood visible on the tray and saline in and on the shaft of the large size embolic protection system (eps) observed to the device during investigation. The slipping felt during loading was most likely due to the circumstances during the procedure. The wrinkling on the dc pod likely occurred during preparation as there was no damage noted during inspection prior to use. The cause of the separated sleeve of the catheter shaft could have occurred during preparation or handling during transit back to abbott vascular as there was no reported separation during inspection prior to use. The inner diameter of the dc pod, the pusher and dc pod length of the returned embolic protection system (eps) met manufacturing criteria. The overall length and the inner diameter of the external loader funnel met manufacturing criteria; however, the inner diameter of the external loader taper failed the manufacturing criteria. It is possible that during return of the product back to abbott vascular that there was a mix up of trays between the large size and small size devices. The customer reported that a small sized emboshield nav6 was used after the large emboshield could not be prepared. It should be noted that the returned filtration element which was partially loaded in the dc pod was returned outside the tray. The returned external loader inner diameter taper did not meet manufacturing criteria for 0.045 inch pin gauge which is for the large size device, however, a 0.039 inch pin gauge which is for the small size device was able to be advanced through the taper. During the manufacturing and packaging processes the delivery catheter is inserted inside the loop tray and the large size delivery catheter would not be able to physically fit into the small size external loader in the case that the large size delivery catheter by any chance used a tray that is intended for a small size delivery catheter. The small size emboshield nav6 tray that was used during the procedure was not returned for confirmation. The returned delivery catheter was attempted to be advanced into the returned tray, but resistance was felt as the dc pod entered at the proximal end of the external loader taper; however, using a new tray for a large size device there was no resistance noted and no slipping of the torque device. Based on the available information and results on the analysis of the returned product, a conclusive cause for the resistance felt during preparation could not be determined.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned emboshield nav6 embolic protection system (eps) found blood visible on the tray and saline in and on the shaft of the eps. The filtration element, barewire, torque device, delivery catheter and tray were returned. The filtration element was returned partially loaded in the delivery catheter pod (dc pod). There was 4 mm of the filtration element protruding from the dc pod. The dc pod was wrinkled 8 mm distal to the marker for a length of 6 mm. The outer catheter shaft at the transition at the guide wire exit notch had separated 4 mm distal to the guide wire exit notch and the outer catheter shaft was returned loose on the pod shaft. The fracture faces were smooth. There was adhesive visible at the separation. The wrinkles on the dc pod likely occurred during prep as there was no damage noted during inspection prior to use. The cause of the separated sleeve of the catheter shaft is unk. The inner diameter of the dc pod, the pusher and dc pod length of the returned eps met mfg criteria, however, the inner diameter of the external loader taper failed the mfg criteria. It is possible that during packaging of the returned product back to abbott vascular there was a mix of the external loader because a small emboshield nav6 was used after the large eps could not be loaded. The small size of emboshield nav6 was not returned for confirmation. The slipping felt during loading was most likely due to the resistance from the external loader. The returned delivery catheter was attempted to be advanced into the tray, but resistance was felt as the dc pod entered at the proximal end of the external loader taper; however, using a new tray there was no resistance noted. Factors that may contribute to not being able to fully load the filtration element into the dc pod includes, but is not limited to, the pod inner diameter may be too narrow, the pod length may be too short, the pusher length may be too long, incorrect handling of the delivery catheter together with the barewire, and damage to the dc pod. Based on available info and analysis of the returned product, it is possible that the insertion difficulty is due to the external loader. As part of the mfg quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity.